Manufacturer narrative:
The investigation for vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. According to the clinical, access to the right femoral artery (rfa) was made using best practices and high bifurcation was noted. After performing serial dilations, the impella cp was implanted with flows of 3.5l/min. An attempt was made to wire the right common artery (rca), but was aborted due to complexity. Later the same day, the patient was weaned off of support and the impella cp was explanted. The patient remained hemodynamically stable at this time. However, a completion angiogram performed on the rfa revealed a perforation requiring a covered stent. No product was returned for a visual inspection. The most likely root cause of the vascular damage - peripheral vessel was patient condition related. Instructions for use: section: warnings and cautions: physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿. Caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿. D6a/d6b added. H6 component code added.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 79-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. It was noted that there was a perforation after angiogram was performed to the right femoral artery (rfa). A stent was used to cover the perforation.